Event description:
Unomedical reference number (B)(4). Event occurred in israel. It was reported that patient faced high blood glucose level and dka seizure or diabetic coma events on 25-apr-2024. The blood glucose level was over 360-368 mg/dl. Therefore the patient was admitted to hospital and treatment via insulin. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6).